Manufacturer narrative:
The c311 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned a high result not corresponding to the clinical status for 1 patient sample tested for cobas integra glucose hk gen. 3 (gluc3) on a cobas c 311 analyzer. The customer alleged the result was "too high." The specific result was not provided. Additional event details were requested but have not been provided.

Manufacturer narrative:
The customer has not provided any additional data or information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.